Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) who reported that the patient was hit by a bus and the device was damaged so the patient had the device replaced in 2014 or 2015. The patient reported that the implant was not working correctly and that is why it was taken out. The issue was resolved with replacement of the ins and no patient symptoms were reported. No complications were reported or anticipated.